Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited issue with the plunger sensor, barrel clamp sensor, and shaft making noises when moving around. No patient injury reported.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement; issue found during maintenance. Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed tamper seals were removed/broken and the flippers were stuck and not moving when the plunger lever was pressed. Review of the event history log showed an occurrence of "check syringe plunger sensor." The investigation found that the pump exhibited "check syringe plunger sensor" on power up and the plunger assembly was found dragging when the plunger moved in and out of the pump. The investigation determined that incorrect assembly by the user of the drive train and plunger cable was the cause of the reported issue.